Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the annuloplasty ring was explanted after an implant duration of approximately 4 years and 5 months. According to the op report, this patient had presented with mitral regurgitation and was found to have some degree of subvalvular thickening, underwent a mitral valve repair in 2008 [with the subject device]. The patient had done well until last summer when she suddenly had a left hemiplegia which gradually recovered. She was then diagnosed with bacterial endocarditis. A mass was seen in the orifice of the mitral valve, which was obstructing and causing a fairly severe mitral stenosis. The patient initially refused reoperation; however, was admitted to the ER where additional workup was performed, which showed a mitral valve area of 1.08 cm2. There was also significant mitral regurgitation. There was a fibrotic calcified mass in the subvalvular region which obstructed the orifice. No loose vegetations were seen. The patient was therefore offered a reoperation with mitral valve replacement. During inspection, the annuloplasty ring was noted to be fully endothelialized. The leaflets were fibrotic and there was additional scarred masses which could have been healed vegetations. The patient's valve was replaced with a mechanical prosthesis. Postoperative tee showed a well functioning mitral valve.

Manufacturer narrative:
Device not returned. Late endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the device. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Unfortunately, the root cause of this event cannot be confirmed without the sample device.